Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) medical center. The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a transobturator sling placement, bilateral paravaginal defect repair, kelly kennedy plication, cystoscopy augmentation of the graft, burford-watson reconstruction of perineal body and augmentation with graft procedures performed on january 10, 2011, for the treatment of urinary incontinence and pelvic floor relaxation. The following were the procedure findings: the patient had a third-degree cystocele, as well as bilateral and central paravaginal defects. A normal distal, mid, and proximal urethra was observed during cystoscopy. Normal dome, sidewalls, and posterior wall. There is no trigone. 5. Excellent indigo carmine egress through the intraurethral orifice 6. The blood loss is estimated to be 200 ml. The procedure was completed with no complications. Moreover, as reported by the patient's attorney, the patient has experienced an unspecified injury following the surgery.